Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('took them out by partial hysto') and endometrial ablation ('ablation in 2012') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required) and experienced adnexa uteri pain ("my ovaries are kicking in much like young girl"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, endometrial ablation and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, endometrial ablation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- adnexa uteri pain, endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media contents received : reporter added. Event "medical device removal " added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('just found out coils are in uterus') and endometrial ablation ('ablation in 2012') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("my ovaries are kicking in much like young girl") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had hysterectomy (partial) for removal of essure device). At the time of the report, the device expulsion, endometrial ablation and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device expulsion and endometrial ablation to be related to essure. The reporter commented: "her essure removal was scheduled for (B)(6), taking tubes, coils and scraping top of uterus". Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: result: coils are in uterus. Concerning the injuries reported in this case, the following ones were reported via social media- adnexa uteri pain, endometrial ablation and device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media. Events¿ just found out coils are in uterus¿ was added. Medical device removal event was deleted.reporter and lab data was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation in 2012') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced adnexa uteri pain ("my ovaries are kicking in much like young girl"). At the time of the report, the endometrial ablation and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- adnexa uteri pain, endometrial ablation quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: case upgraded to incident and quality evaluation of ptc. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation in 2012') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced adnexa uteri pain ("my ovaries are kicking in much like young girl"). At the time of the report, the endometrial ablation and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- adnexa uteri pain, endometrial ablation. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.